Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, venous air alarms occurred immediately after making pt connection and entering treatment. The operator was unable to remove the air, rinseback was not performed, resulting in an estimated blood loss of approximately 30cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air alarms not being resolved in a timely manner. The user's guide provides adequate instructions for troubleshooting air alarms. The cycler alarms at the start of treatment are typically due to air entering the system when making pt connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.